Event description:
Reported as "surgery scheduled to remove lapband port or whole system." Further follow up findings; this pt had been in a car accident and after which they were diagnosed with gerd it was found that they had a band slippage and the pt opted to have the band out.